Manufacturer narrative:
(B)(4). The reported field event of an inability to tighten the set screw was confirmed in the laboratory. Visual inspection found that the set screw was backed out of the bore, causing the lead from being fully inserted. This is consistent with the set screw being loosened too much and backing out of the bore. The device was tested on the bench and test leads were inserted and secured properly into the header. (B)(4).

Event description:
It was reported that during a lead revision when the physician tried to reattach the lv lead to the device it was not able to tighten the setscrew. The physician reported the setscrew was sitting at an angle in the header which is why it could not be tightened. The physician opted to implant a new device. The procedure was completed without any further issues. Patient was stable after the procedure.